Event description:
The event is reported as: complaint alleges: "white ring on latex hyperinflation bag is cracked causing circuit to fail pressure test". No patient injury reported.

Manufacturer narrative:
The device sample was not received by the manufacturer at the time of this report.